Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported event could not be determined. The center reported that the patient expired of a cerebral hemorrhage on (B)(6) 2019. The patient had reportedly developed a driveline infection, which became system and caused mycotic aneurysms in the leg and brain. These caused several small hemorrhages. The center reported that the outcome was not device related and the pump had operated as expected. An autopsy was not performed and the pump was not explanted for evaluation. The hm3 IFU lists infection, stroke, and bleeding as adverse events that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4) . FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired due to cerebral hemorrhage. Patient developed a driveline infection, which became systemic and caused mycotic aneurysms, first in patient¿s leg, then in her brain, causing several small hemorrhages. No further information was provided.